Event description:
User ran into guard rails with her new wheelchair and suffered a broken leg. After investigation, it appears that this elderly user accidentally ran into guard rails while using her wheelchair. MFR inspected the wheelchair and could not find anything wrong with the operation of the wheelchair. The wheelchair was functioning normally.

Manufacturer narrative:
Eval summary: MFR inspected the wheelchair and found that it was operating normally and nothing was out of specification. It appears that user error in driving the wheelchair caused the incident.